Manufacturer narrative:
The customer declined in-service training. The director of regional sales-healthcare and the territory manager reviewed the proper way of seating the valve and how to pass the device through the endoscope. The device was not retained by the user facility for evaluation. The customer reviewed with the staff the importance of not discarding the device if the there are any issues in the future. The instructions for use tells the user the following information: "a variety of (8) different bioshield biopsy valves are available. Bioshield biopsy valve (part #00711125, #00711124, #00711126, #00711129, #00711133, #00711135) is used to cover the opening to the biopsy/suction channel of olympus (excluding olympus linear eus endoscopes) and g5 series and newer fujifilm gastrointestinal endoscopes only. Exposure to bodily fluids may occur during connection or disconnection of these devices; adherence to body substance isolation protocols is the responsibility of the user. Do not use a sharp or pointed object to prime the valve prior to use. Do not leave a device hanging from the valve. Doing so can cause the creation of a larger valve slit/hole that may cause leakage. If the lid of the valve is opened while attached to the endoscope during a procedure, scope suction will be compromised, and leakage may occur. If leakage occurs, a sterile gauze should be used to cover the valve." The device history record (DHR) was reviewed, and no abnormities were noted for this lot. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, spray from the bioshield biopsy valve made contact with the physician. No harm to patient or users was reported.